Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no impact as the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information, assisted the caller in resetting the pump, and the malfunction did not recur afterward. The caller was instructed to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.